Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that he is having pain while using the unit. The patient stated he took off the stimulator yesterday afternoon. The patient stated that his pain is less. The pain is not sure when the increased pain started but stated that the pain is below the skin like a sore muscle. When the patient is sitting it eases up but when he gets up it increases. The pain goes up and down. When he is laying down the patient feels no pain. The patient has not increased his daily activity. The patient has an appointment. The patient called his doctor who told him that he should be getting better. The patient became frustrated and disconnected the call. No further consequences have not been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the patient that he is having pain while using the unit. The patient stated he took off the stimulator yesterday afternoon. The patient stated that his pain is less. The pain is not sure when the increased pain started but stated that the pain is below the skin like a sore muscle. When the patient is sitting it eases up but when he gets up it increases. The pain goes up and down. When he is laying down the patient feels no pain. The patient has not increased his daily activity. The patient has an appointment. The patient called his doctor who told him that he should be getting better. The patient became frustrated and disconnected the call. No further consequences have not been reported. No product was returned for evaluation.